Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating the device's voltage was too low for the projected longevity. It was noted that there was loss of capture (loc) on all channels despite being programmed at the max output. Additionally, pacing inhibition was noted. The patient experienced bradycardia as a result. The patient was hospitalized and monitored in the intensive care unit. A chest x-ray was performed. No abnormalities were found. The patient was provided with a temporary pacemaker. Subsequently, the device could not be interrogated. The device was explanted and replaced. The leads were thoroughly evaluated with the pacing system analyzer (psa) during the changeout. There were no significant changes in lead measurements since implant. The leads remained implanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating the device's voltage was too low for the projected longevity. It was noted that there was loss of capture (loc) on all channels despite being programmed at the max output. Additionally, pacing inhibition was noted. The patient experienced bradycardia as a result. The patient was hospitalized and monitored in the intensive care unit. A chest x-ray was performed. No abnormalities were found. The patient was provided with a temporary pacemaker. Subsequently, the device could not be interrogated. The device was explanted and replaced. The leads were thoroughly evaluated with the pacing system analyzer (psa) during the changeout. There were no significant changes in lead measurements since implant. The leads remained implanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered a code 1003, indicating the device's voltage was too low for the projected longevity. It was noted that there was loss of capture (loc) on all channels despite being programmed at the max output. Additionally, pacing inhibition was noted. The patient experienced bradycardia as a result. The patient was hospitalized and monitored in the intensive care unit. A chest x-ray was performed. No abnormalities were found. The patient was provided with a temporary pacemaker. Subsequently, the device could not be interrogated. The device was explanted and replaced. The leads were thoroughly evaluated with the pacing system analyzer (psa) during the changeout. There were no significant changes in lead measurements since implant. The leads remained implanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion.